Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his blood glucose was going too low, so his doctor adjusted his settings, but they were adjusted too much. Customer stated his blood glucose dropped down to 39 mg/dl after a meal. The customer stated his life was more active, following a location change, which may have played a part in the low blood glucose levels. Customer declined to be transferred for further assistance.